Event description:
It was reported that the clinical patient enrolled in clinical study a4092 experienced a serious adverse event of severe, massive lung embolism. The patient was admitted to the hospital and given medication. The event has resolved. This event was reported to be possibly related to the procedure.